Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This lead was included in a field action. Based on the information received and without the return of the product, it could not be determined if the lead performed as described in the field action. (B)(4).

Event description:
It was reported that a transmission was received due to a lead integrity alert (lia) that was triggered due to oversensing (short v-v intervals) on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.